Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that bent cannula found in cleo infusion set while in use with patient. The patient's glucose level was 186 mg/dl. There was a patient involvement and there were no additional adverse consequences.